Event description:
It was reported that the surgeon was putting in one of the black 56mm window trials to check the positioning and when the surgeon tried to remove it, the trial was in very well and would not come out. Surgeon tried using an inserter to try and lever the trial out and the trial still would not come out so surgeon tried a bone tamp to remove the trial and was successful however the trial now unusable as the trial now has sharp edges as a result of attempting to remove the trial. This happened during a right side total hip and anterior approach was used for surgery. Surgeon implanted a tritanium acetabular cup and an accolade ii stem. There was no delay in surgery or adverse consequence to pt or user as a result of this event.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.